Event description:
It was reported that the pacemaker dependent patient presented in clinic after receiving a vibratory alert. On review it was observed that the pacing impedance and threshold had increased. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.